Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that a 1.5mm x 20mm x 143cm coyote es balloon catheter was used and not a 4mm x 20mm x 144cm coyote es balloon catheter as what was previously reported.

Manufacturer narrative:
B5. Describe event or problem updated. D4. Lot number corrected from 0024783787 to 0026135094. D4. Expiration date corrected from 11/17/2022 to 10/06/2023. D4. Unique identifier (UDI) # corrected from (B)(4) to (B)(4). H4. Device manufacture date corrected from 11/18/2019 to 10/06/2020.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that a 1.5mm x 20mm x 143cm coyote es balloon catheter was used and not a 4mm x 20mm x 144cm coyote es balloon catheter as what was previously reported.

Manufacturer narrative:
Microscopic and visual inspection of the shaft, hypotube, tip, and balloon revealed numerous kinks. There was contrast and blood in the inflation lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.